Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the valves of two (2) one-link neutral luer activated devices would not draw blood. This was further described by the customer as they ¿inserted central and applied the caps that they had which were one-link needle free IV (intravenous) connector and it would not draw back¿. The customer used a different device (non-baxter device) to continue the therapies. The issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.